Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to review a stored non-sustained ventricular tachycardia (nsvt) episodes on this implantable cardioverter defibrillator (ICD). Ts reviewed the episode with the caller and explained the deflections were observed simultaneously across all intracardiac electrogram (egm) channels, and the caller confirmed the patient has another device, which was identified as the likely source of these deflections. Ts discussed findings of atrial undersensing during the episode, which may have resulted in unnecessary atrial pacing. Ts recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.